Event description:
Procedure: diagnostic rigid bronchoscopy. Right vats with extra anatomic wedge resection from s1 with accompanying partial pleurectomy as well as placement of a 32 ch chest drainage. According to the reporter: a metal-piece from an endo gia universal disengaged intra-operatively from the sulu. The surgeon decided to leave the metal piece in the pt.